Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the device moves a little bit. The patient said they did not do a good job placing the device at implant. The patient said the devices was a little out of sorts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the device moving was weight loss of approximately (B)(6). The patient reported it was only the ins on the right side that moved a little bit. They noted nothing needed to be done at this time. The patient provided their weight at the time of the event. No further patient complications were reported asa result of this event. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. *** [refer to manufacturer report for details pertaining to the reportable related event.]

Manufacturer narrative:
Continuation: product ID 97714 (B)(4) implanted: (B)(6)2014 . Product type implantable neurostimu lator. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They noted that they had 2 stimulators (ins), one for their legs and one for their neck, and they reiterated that the position of the ins had shifted over the last 4 years due to losing about (B)(6)lbs. Per the patient, both the inss were "cockeye" from butt to side "like a quarter". The patient had "learned to live with it" because they were (B)(6)years old and did not want to go "back to sleep" under anesthesia. They also noted that since implant they charged the ins every day and it takes care of their pain. Per the patient it allowed them to feel their legs so they could walk, and before implant they were in a wheelchair. No symptoms were reported for the patient and no further complications were reported or anticipated.